Event description:
When this adapter was connected to the microsurgical unit for use during a cataract extraction procedure, it caused the unit to reset. The unit was operated manually and the procedure was completed.